Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patients' right knee was revised due to tibial subsidence.

Manufacturer narrative:
An event regarding tibial subsidence involving a triathlon prim tib baseplate - cemented was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specifications. There have been no other events referenced for this lot. The exact cause of the event could not be determined because limited information was provided.

Event description:
It was reported that the patients' right knee was revised due to tibial subsidence.